Manufacturer narrative:
Qc was performed on the day of the event and it was acceptable. The accu-chek inform ii test strips expiration date was not provided. The accu-chek inform ii meter serial number was (B)(6) . The product has been requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The reporter complained of discrepant glucose results for 1 patient's samples tested on accu-chek inform ii meter. At 10:22 pm the initial result was "hi" (>600 mg/dl). At 10:25 pm the repeat result was 122 mg/dl. Both samples were capillary.